Manufacturer narrative:
Add'l lot #pya60, manufacture date: 07/01/04. Summary of evaluation: visual inspection of the two straight cea rasp handles confirmed the event. One rasp handle exhibited a crack in the handle body inferior to the strike plate, though the strike plate remained attached. The second handle exhibited a similar fracture which had fully propagated, allowing the strike plate to disassociate from the handle body. The investigation concluded that the root cause was designed related, although impaction marks on each proximal body indicated a mallet was incorrectly used to extract the rasp from the femur. It has been demonstrated that this will accelerate the fracture condition and effectively reduce the overall strength of the rasp handle. A design change was implemented to strengthen the area between the strike plate and handle. However, the device reported in this event was manufactured prior to completion of this change.

Event description:
It was reported that: "head on the top of both broach impactors broke off."